Event description:
Procedure type: laparoscopic. According to the reporter: during the procedure, a 5mm triangular piece of the distal end of the trocar was noted to be missing. Procedure converted to open. Abdomen searched and irrigated. Irrigation fluid strained and all suction tips and tubings searched; negative for missing piece. Operating room searched for missing piece, not located. X-ray taken prior to closure, no foreign object identified.

Manufacturer narrative:
(B) (4). Account filed medwatch with the FDA. (B) (4)